Event description:
It was reported that an infection and erosion occurred. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant medical products: d224trk, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2009; 407652, implantable pacing lead, implanted: (B)(6) 2009; 694958, implantable tachy lead, implanted: (B)(6) 2005.